Event description:
It was reported that a fibrin formation was observed approx two months post iol implant in the pt's right eye. The pt's current manifest refraction is +2.00-1.00 x 020 and bcva 20/30. The physician is monitoring the pt and evaluating the course of action. The pt preoperative manifest refraction was -2.00 +1.00 x 060, and bcva 20/50. There were no reported complications during the implant procedure. The pt was compliant with the post op anti-inflammatory and antibiotic regimen.

Manufacturer narrative:
Based on the info received, a root cause can not be determined. The device remains implanted; therefore, not available for evaluation. The lot history, trend analysis, risk analysis, and directions for use were reviewed and were considered acceptable. This complaint type was within anticipated rates. A device history record (DHR) review was performed and there were no non-conformances or anomalies that relate to this complaint. It is to be noted that the pt has prior inflammation with psoriatic arthritis and episcleritis. Furthermore, fibrin reaction is an anticipated adverse event of cataract surgery covered in the product directions for use dfu in the warning section labeled as inflammation.